Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery issues. In two occasions the insulin pump lost power without warning. Customer called to report that the insulin pump shut off without warning twice yesterday. It was reported this was the second occurrence of off no power without low battery warning. Customer's blood glucose level was 7.1 mmol/l. The device will be returned for analysis.